Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical trial. Same patient as MFR report#: 6000093-2005-01329 and 1330. It was reported that 589 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure identified and treated three target lesions. Target lesion one was a de novo, 80% stenosed, moderately tortuous, 3.5x16mm lesion of a svg (saphenous vein graft) to the proximal cx (circumflex) and was treated with direct stenting using a 3.5x24mm taxus express2 drug eluting stent and a filterwire ez embolic protection device resulting in 0% residual stenosis. Target lesion two was a restenotic, 90% stenosed, mildly tortuous, 2.8x12mm lesion of the distal cx and was treated with predilation and placement of a 2.75x20mm taxus express2 drug eluting stent resulting in 0% residual stenosis. Target lesion three was a de novo, 99% stenosed, moderately tortuous, 2.0x18mm lesion of the 1st diagonal and was treated with predilation and placement of a 2.5x24mm taxus express2 stent resulting in 0% residual stenosis. The patient was discharged eight days later on asa and plavix. The patient developed focal in-stent restenosis of the svg to proximal cx, 589 days following the index procedure. The patient was treated with implant of a taxus express2 drug eluting stent and discharged the following day. The relationship of the device to this event was reported as unk.